Manufacturer narrative:
Lot number: information was not provided during initial report. Additional information has been requested. Implant date reported as 2009. Manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A patient implanted at t6 experienced pain and was scheduled for exploration of fusion and possible re-instrumentation of iliac screws. The vas screw, collar, locknut and transverse bars were removed. Two uss poly cancellous screws were implanted along with 2 connectors and 12 point locknuts. This is the first of five reports for this event.